Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Two loose 10 ml luer-lok syringe (part number 309605) and two photos were received and evaluated. The sample showed significant damage to the plunger rod, while the photos depicted syringes filled with an unknown clear fluid containing dark, thread-like particulates of undetermined size. The foreign matter was not present in the received samples. These conditions are non-conforming to product specifications. The potential root cause for both the foreign matter in the fluid path and the plunger rod damage is associated with the assembly process. Furthermore, a device history record review for lot numbers 4354977 and 5211788 revealed no rejected inspections or quality issues during production that could have contributed to the defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309605 lot # unknown (potential lot 5211788,4354977) verbatim: rcc received a complaint via email. Email(s) attached during compounding of lot #20251009-041c88 one syringe was found to have a foreign particulate that appeared dark in color and different than typical media particulate seen. The unit is available for return. 10/9/2025 pcc-25-136 sterile syringe tray 10ml 309605 expiry 6/30/2030 and 11/30/2029 5211788, 4354977 foreign particulate dark strand 1.